Manufacturer narrative:
A device history record review confirmed that the device met all material, assembly and performance specifications. Inspection of the returned device noted that it was broken 205.4cm from the proximal end. The distal end was not returned. Scanning electron microscopy of the broken surface revealed a deformation of the wire resulting in a helicoidal shape. The surface exhibited elongated dimple ruptures and smeared material in a torsional direction. The break occurred due to torsional overload. Based on the investigation, the most likely cause of the reported event is torsional overload.

Event description:
As the device was being advanced through the vessel towards the arteriovenous fistula, the tip of the device broke off. The physician had to use onyx glue to secure the tip of the device inside the patient. No other information was provided.

Manufacturer narrative:
(B)(4).

Event description:
As the device was being advanced through the vessel towards the arteriovenous fistula, the tip of the device broke off. The physician had to use onyx glue to secure the tip of the device inside the patient. No other information was provided.